Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the screw head of the clamp was stripped. The reported issue resulted in the clamp being unusable as the driver could not fit onto the top. There was no patient present when this issue was identified. No additional information was provided.